Event description:
The customer claims that she fell asleep on it and received burns on legs. She was seen and treated by her primary care physician. The device was used contrary to the directions on the labeling.